Manufacturer narrative:
This device remains implanted and in service without further complications. Boston scientific will continue to monitor field performance to detect similar events should they occur.

Event description:
It was reported that during post implant defibrillation testing, telemetry dropout was exhibited prior to shock delivery. For this reason, the delivered shock impedance measurement was not available for review. The newly implanted device successfully converted during dft with a programmed 65 joule shock. Data was sent for a technical assessment. The ts consultant reviewed the case and stated that induction testing information is only stored on the associated programmer and not within the device history. Due to the loss of communication during dft's, episode information would not be available for retrieval. The technical services consultant also reiterated that if the device was set to 65j for induction testing, it would deliver 65j no matter if constant telemetry was established or not. No resulting adverse effects were reported and the device remains implanted and in service without further complications.